Event description:
Following a battery replacement on (B)(6) 2011, it was reported that the pt experienced a shocking or jolting sensation, a surging sensation, and stimulation in the wrong location when stimulation was turned on. The issues began occurring the night of (B)(6) 2011. The pt also periodically experienced a grabbing sensation in the left abdominal area at the lead-extension location. The pt received a "call your doctor" icon and an oor warning on the pt programmer, and the pt could not adjust stimulation. The pt reported charging more than expected. An impedance check revealed impedances above 40,000 ohms on electrodes 1 and 2. Additional info received reported that the pt scheduled a lead replacement for (B)(6) 2011.

Manufacturer narrative:
(B)(4).